Event description:
Additional information: the patient was stable during the exchange and remained on ECMO following the event.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusions: review of the device history record for centrimag motor serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The reported events of a blank flow reading and an s3 alarm were not confirmed. The returned centrimag motor (serial number (B)(6) was inspected under a work order on 04sep2019, and the patient was stable throughout the motor exchange. The motor was tested alongside a test centrimag 2nd gen. Console (serial number (B)(6) and a test flow probe (serial number (B)(6). The motor was functionally tested and was found to perform as intended. A safety test and preventive maintenance were also performed, and atypical events did not occur during testing. The root causes of the reported events were unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The motor is not a single-use device. The age is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a centrimag extracorporeal circulatory support system. It was reported that the flow probe stopped reading properly and only dashes appeared on the screen despite obvious flow through the device. The connections were checked and the flow probe was exchanged but the issue did not resolve. The flow probe and tubing was cleaned and checked and no issue was apparent. The console and motor were exchanged and the issue resolved. No further information was provided.